Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke. More information was requested but has yet to be received.

Event description:
It was reported that the device broke. More information was requested but has yet to be received.

Manufacturer narrative:
The device was not returned for investigation. Instead device (B)(4) stryker probe l-tip was returned and evaluated. The returned unit was confirmed to have a tip breakage. The possible root causes (based on previous complaints): insufficient parameters at solder process, and/or solder fatigue due to higher temperatures used in sterilization process. However, this could not be verified. In sum, the reported product was not returned for investigation, so the reported failure mode could not be confirmed. Another device was returned and the failure mode was confirmed on this device. The failure mode will be monitored for future reoccurrence.